Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. No patient x-rays were made available. Limited patient demographics were provided that indicate the patient is a (B)(6)male. It was indicated in provided (B)(6) 2004 hospital notes that the patient was implanted with a depuy femoral head in conjunction with a competitor's acetabular system and related hardware. This use of a depuy device is not recommended and is considered off label use. Operative correspondence indicates the patient was non-compliant post surgery. Review of provided operative notes finds no product problem identified. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated.

Event description:
The stem of the prosthesis had cracked right across horizontally, the top half had moved right over to the edge and was just hanging on. Found it had come apart and broken bone and did other damage.